Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting elevated threshold measurements and loss of capture. This patient is pacemaker dependent and the loss of capture resulted in greater than two seconds of asystole for this patient. A revision procedure was performed and this lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.